Event description:
It was reported during a bilateral laparoscopic hernia repair the oms20 was being used to secure the mesh. When attempting to fire the 5th staple, the cartridge dislodged from the stapler and fell into the abdomen. It was removed with a grasper. There was no consequence to the pt. 11/18/97 the rep said he has an appointment to meet with the dr on tuesday, 11/25/97.

Manufacturer narrative:
Tracking #.47088. Date sent: 11/23/1998. H6: the instrument was rec'd with a formed staple in the nose and with 20 staples in the cartridge. It was concluded that the cartridge had been properly secured to the instrument, and this was possibly due to an assembly error. Endopath endoscopic articulating stapler: based upon the inquiry info rec'd, the visual examination and the functional test, it was concluded that the reported instrument's "cartridge dislodged from the stapler and fell into the abdomen" during surgery may have been due to a cartridge which had not been securely attached to the instrument. The instrument was rec'd with a formed staple in the nose and with 20 staples in the cartridge. No functional testing could be performed with the test cartridge that was returned, as the formed staple could not be removed because of the possibility of the cartridge incurring damage, upon removal of the formed staple. A test cartridge was secured onto the instrument and was cycled, fired and properly formed the remaining 23 staples within design specifications and without incident. It was concluded, after test firing the instrument in and attempt to dry fire and draw a formed staple back into the nose was unsuccessful, that the cartridge had not been properly secured to the instrument, and this was possibly due to an assembly error.